Event description:
Event description guidant received information that this pacemaker was removed and replaced due to an elective replacement idicator (eri); however, analysis testing determined that the device experienced battery depletion three weeks sooner than expected..